Event description:
The facility's biomed reported an infusion pump with a failure code 810:11. This report was noted during clinical use. The biomed stated that they have no record of any patient incident involving the pump since the last baxter service event. The infusion rate was programmed at 42 ml/hr. The biomed did not know the volume to be infused. Information was requested regarding the date this report occurred, the medication involved, set-up information, tubing product code and lot number in use, but no additional information was available. Additional contact information was requested but no additional contact was identified.